Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument white plastic on the front functional part was defective.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.